Manufacturer narrative:
The reported event of dislodgement was not confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical and visual inspection of the lead was normal with no anomalies found.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. A chest x-ray was performed and the patient's right atrial (ra) lead was found to be dislodged. No symptoms reported. The ra lead was explanted and replaced. The patient was stable throughout procedure.